Event description:
Follow up with the office of the surgeon showed that the patient did not have any cysts in his neck. The issue was believed to be normal musculature and possibly lymph nodes. A CT scan of his neck was performed to evaluate soft tissues, and no abnormal fluid collections were detected. The neck stiffness the patient feels was assessed to be during vns stimulation. There were no plans for surgical intervention. No additional pertinent information has been received to date.

Event description:
It was reported the patient had two cysts develop on his neck. The patient was experiencing discomfort at the lead site with at least some relating to device stimulation. The patient¿s neck reportedly stiffens with stimulation. The patient has been experiencing this issue for approximately three years. Device diagnostics were reported to be within normal limits. The patient was referred for a surgical consult. No surgical intervention has occurred to date, and no additional pertinent information has been received to date.